Event description:
It was reported that a distributed device exhibited premature battery depletion. The device was removed from use before any clinical exposure. No patient was involved.

Manufacturer narrative:
Reported event ¿premature discharge of battery¿ could not be confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.